Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 164457: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-09-19. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The sales agent informed medacta international on (B)(6) 2018 that a revision surgery will be necessary. The patient came in complaining of pain. The cause is unknown at this time. The surgeon plans to revise within 4 weeks. Revision date is unknown at this time.